Event description:
A malfunction was reported on the pump, with the screen becoming unresponsive and not turning on. There was no adverse impact to the customer's blood glucose level. Customer service instructed the caller to connect the pump to a known working power source, which successfully restored the display. The malfunction code displayed was malf 16, which was resettable. The customer reset the pump, reloaded the cartridge, resumed insulin administration, and rejoined the sensor session with guidance from customer service. The issue did not recur, and the customer was advised to contact support if the malfunction code appeared again, which the caller understood.